Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, upon inflation of dissection balloon, both balloon physically broke. Another device was opened and used successfully. There was no patient injury.